Manufacturer narrative:
(B)(4).

Event description:
Eight aptus endoanchors were implanted in a patient for the endovascular treatment of a proximal type I endoleak from another manufacturer's stent graft. The maximum aneurysm was 7.2cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 17 mm in diameter and 20 mm in length. The infrarenal aortic neck angulation was 82 degrees. There was no calcium or thrombus at the seal zone. The implantation of the endoanchors resolved the proximal type I endoleak. It was reported that seven months later a distal type I endoleak was observed. The patient was converted to an open repair and the event resolved. The investigator assessed the event as related to the stent graft and the aptus endoanchors. No additional clinical sequelae were reported and the patient is fine.

Event description:
Correction: the previously reported distal type I endoleak reported 18 months post index procedure has been changed to a proximal type I endoleak.